Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence, prior to when the needle mechanism is expected to deploy. The investigation found that the soft cannula could not have dislodged from the infusion site as reported, as the soft cannula had not deployed. Inspection of the adhesive pad and adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type:

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for less than an hour. In addition, the patient reports the pods adhesive had separated from the pod infusion site (arm), causing the cannula to become dislodged. As treatment, the patient applied a new pod.